Event description:
The customer reported to olympus, there was very low flow of air and water on the duodenovideoscope. During inspection of the returned device, foreign debris was found on the forceps elevator and the inside of the light guide lens was dirty, which had been attributed to insufficient cleaning. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The side connector was deformed, which had caused water tightness to be lost and dents were found on the water/air nozzle. Scratches were found on the objective lens, connecting tube, control unit, side cover, universal cord and the side connector. The rubber on the bending section cover, the connecting tube, the grip, the control unit, both the right/left and up/down knobs, inside of the light guide cover lens, universal cord and the side connector were found to be dirty. Discoloration was found on the bending section rubber and universal cord and there was corrosion on the light guide cover lens. Debris was found on the forceps elevator. Dents were found and connecting tube, the control body cover was deformed, the protector was cut and the forceps channel port was shaved. The adhesive around the object lens was worn and the adhesive on the bending section cover was detached. The angle wire was worn, which had caused the bending angle in the up direction to not meet requirements. The bending tube was deformed, which had caused the play on the right/left and up/down knobs to not meet requirements. There was a burn on the control body cover, which had caused the insulation resistance value at the distal end to not meet requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated fields: this supplemental report is submitted to provide reporter information and an additional reportable malfunction identified during investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During the investigation of the returned device, it was also determined the adhesive on the light guide was chipped. This medical device report (MDR) is being submitted to capture this additional reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the forceps elevator with foreign material was likely caused by inappropriate reprocessing by the user. Brushing methods around the forceps elevator is described in the instructions for use (IFU), and following them may prevent the event: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." Based on the results of the investigation, the inside of light guide lens being dirty was likely caused by physical/chemical stress applied to the distal end of the subject device, or because of an influence from storage environment. This caused the lens glue to become deteriorated and chipped. Foreign materials or liquid entered from the gap into the lens and internal components corroded. The IFU identifies the following verbiage, which may have prevented the phenomenon: "operation manual: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: chapter 5 storage and disposal: the storage cabinet must be clean, dry, well ventilated and maintained at ambient temperature. Do not store the endoscope in direct sunlight, at high temperature, in high humidity or exposed to x-rays and/or ultraviolet-rays. These could damage the endoscope or present an infection-control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information from the customer and a correction to g3 of the initial medwatch. The aware date should be 06-dec-2021. B3/b5 updated with information received from the customer.

Event description:
The customer confirmed it was an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure was completed successfully with a similar device. No delay or impact to the patient.